Manufacturer narrative:
Date of death, date of event and implant date are approximated since unknown.

Event description:
It was reported thrombus and a death occurred. A left atrial appendage (laa) closure procedure was performed approximately one year ago and the patient received a watchman laa closure device. In (B)(6) 2019, the patient went to a different hospital than the implanting hospital to get a follow up transesophageal echocardiogram (tee). The tee showed thrombus on the closure device. Numerous medical regimens were administered to resolve the thrombus, but were unsuccessful until the physician sent the patient home on lovenox sub-q injections in conjunction with brilinta, which resolved the thrombus. The patient later developed a hematoma on their abdomen, so the lovenox injections were halted and a repeat tee again showed thrombus. At this time the physician consulted with two other facilities and it was determined the patient would need open heart surgery to clip or ligate the appendage to mitigate any further risk. The patient survived the surgery, but eventually died from pneumonia.